Event description:
It was reported that during an original monarc implant, one of the tips of the trocars broke off when the surgeon was passing it through. The surgeon was unable to find the tip. An x-ray was performed and the tip was not seen in the patient. A new trocar was used and the initial monarc sling was implanted. No patient complications were reported in relation to this event.